Event description:
It was reported that guidewire stuck occurred. The target lesion was located in the lower extremity veins. An angiojet zelante was selected for use in a thrombectomy procedure. During the procedure, it was noted that the guidewire got stuck in the catheter and aspiration could not be performed even after repeated attempts. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Hospital. E1: initial reporter phone: (B)(6).

Event description:
It was reported that guidewire stuck occurred. The target lesion was located in the lower extremity veins. An angiojet zelante was selected for use in a thrombectomy procedure. During the procedure, it was noted that the guidewire got stuck in the catheter and aspiration could not be performed even after repeated attempts. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). H6 - evaluation conclusion codes, evaluation method codes: updated.